Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
It was reported to olympus, that an hf unit (generator) had an e006 error. The reported issue was found during preparation for use of the device. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was not returned to olympus. During their investigation, the sbc was not able to confirm the reported issue. During their inspection, the sbc was unable to reproduce the reported error. The sbc did not identify any defect/malfunction of the generator, and rated it as meeting its specification. The information provided by the customer and the sbc is evaluated as plausible. Error e006 can have different causes. In all cases, it is triggered if the electrical resistance between the two electrodes of the device increases. Originally, this error message was intended to warn the user if an irrigation fluid with insufficient conductivity is used in saline mode. However, since the conductivity can be influenced by other factors, error e006 can also be triggered for other reasons, such as: 1. Tissue build-up at the electrodes. 2. Increased contact resistance, due to poorly or insufficiently engaged contacts at the working element or the connection cable. 3. Increased contact resistance, due to faulty contacts at the working element or the connection cable. 4. The instrument is in a gas bubble during activation. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.